Manufacturer narrative:
Fse followed up with the customer over the phone to address the reported event. The customer stated that they saw several errors, the computer froze, and they were now unable to log into the analyzer's software. Fse instructed the customer to shut down the computer and analyzer, and then restart computer. When fse followed up with the customer again, they stated that the analyzer was running without issues. No further action was required by field service. The instrument was installed at the site on 19jan2019. A complaint service history review for similar complaints was performed for serial number (B)(4) from 19jan2019 through aware date 08jan2020. There were no similar complaints identified during the review period. The a1a-2000 operator's manual under appendix 4- error messages was reviewed. 3001 wash solution shortage the a1a-2000 operator's manual indicates that the 3001 wash solution occurs when the level sensor of the washer tank is not detecting fluid. The measurement is suspended. Measurement is automatically resumed after the washer is replenished. If the washer fluid level is sufficient, contact tosoh service center or local representatives. The most probable cause of the reported event was due a software operation failure.

Event description:
The customer reported receiving the "3001 wash solution shortage" error on their aia-2000st analyzer. The customer stated that the error would not resolve and the wash container was full. Technical support (ts) instructed the customer to check the wires on the wash cap, and they were noted to be all intact. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). Estradiol (e2), intact parathyroid hormone (ipth), luteinizing hormone (lh ii), prolactin (prl), and follicle stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional information: a review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.